Event description:
It was reported that the side-firing fiber was observed "not firing normally" at 5,963 joules. A second fiber was used to complete the case. "Outcome of pt: ok, no harm".

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.